Event description:
It was reported the pt's ipg is catching on his car seat when exiting his vehicle. The scs rep instructed the pt to place a dressing over the ipg implant site. F/u indicated the physician believes the issue is due to post operative swelling. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.